Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported leak however the physical resistance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted the xience alpine everolimus eluting coronary stent system electronic instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a 95% stenosed lesion in the proximal right coronary artery and 80% stenosed lesion in the posterior lateral coronary artery. Resistance was felt with the patient anatomy during advancement of the 2.25x28 mm xience alpine stent delivery system (sds) and the sds failed to cross the target lesion due to the patient anatomy. The sds was removed and was inspected; the sds was re-advanced in the patient anatomy and successfully crossed the target lesion the second time. However, when negative was pulled, blood was observed to return into the indeflator. The sds was removed and a same size xience alpine sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.